Manufacturer narrative:
The t: flex user guide stated that only use humalog or novolog, u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes and found to be compatible for use in the t:flex system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification during the load process. The customer's blood glucose (bg) level was 285 mg/dl at the time of the report and delivered a correction bolus with the pump to address bg level. During troubleshooting with tandem technical services, the customer was able to successfully load a new cartridge.